Event description:
Reference MFR: 1627487-2019-04633. It was reported that the patient's ipg was unable to be put into MRI mode due to low impedances on the leads. As a result, surgical intervention was taken on (B)(6) 2019 to have their leads repositioned. Issue has been resolved.